Manufacturer narrative:
Potential tibial tray loosening was reported for patient with a unicondylar knee implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Potential tibial tray loosening was reported for patient with a unicondylar knee implant.